Event description:
It was reported that the taser shows configuration lost. There was reportedly no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending.

Manufacturer narrative:
The fse evaluated the device on site and confirmed the reported problem. The fse reconfigured the device settings and successfully ran configuration function test, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.